Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient, that on (B)(6) 2025 they were transported by ems (emergency medical services) to the hospital for hypoglycemia. Blood glucose levels declined to 46 mg/dl. The patient reported prior to the hypoglycemia; their blood glucose was 485mg/dl, and they gave an injection of insulin with a syringe which caused their blood glucose levels to "bottom out". The patient reported feeling dizzy and sleepy. Treatment included glucose tablets, chocolate, coke, or lemonade. The pod was removed by ems staff. The patient was monitored at the hospital for 1 day. The patient later talked to their certified diabetes care and education specialist (cdces) who recommended against manual injection, and discussed how injecting on top of automated mode can cause hypoglycemia. It was noted that the patient is using u-500 insulin in the pump which is considered off-label use.